Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there were no low bg levels recorded in the pump logs from (B)(6) 2016. The pump was entered into shelf mode on (B)(6) 2016, and not taken out of shelf mode until (B)(6) 2016. Cartridge change sequence completed on (B)(6) 2016, and on (B)(6) 2016 when the pump was taken out of shelf mode. User made bolus requests without entering current bg levels and still having insulin on board both in the beginning of the month and end of the month. Making bolus requests without entering current bg level and still having insulin on board (iob) could lead to a low bg event. Pump logs do not provide any evidence to support a malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer believed the pump delivered insulin that was not requested while the customer was sleeping. The customer stated the pump made a "loud weird noise" and subsequently, the customer's blood glucose (bg) level dropped to 17-20 (mg/dl). Glucose tablets were consumed to address bg level. Reportedly, the customer has been using manual injections for insulin therapy for the past three weeks and the customer allowed the pump battery to deplete fully. After connecting the pump to a power source during troubleshooting with tandem technical support on (B)(6) 2016 the pump was unable to be turned on. Reportedly the customer will continue using manual injections as alternate insulin therapy until the replacement pump is received.